Event description:
The reporter stated that she has had 4 surgeries with mesh placement for hernia. Each time she was told that it is the wrong mesh and now has a hole in her stomach. The last placement was in 2010. Beginning weight was (B)(6); gained an extreme amount of weight and now is down to (B)(6). Because of the mesh she has had bile obstruction and the doctor said there is something wrong with her rectum. Also complaining about feeling sharp pains with any sudden movement that is so severe she has to grab her stomach until the pain goes away. The acid and bile have backed up her throat and made her teeth rotten (they all had to be pulled) and her bones are so weak she has had several sprains. Reporter also stated there was a class action suit for the mesh by (B)(6), however, she did not receive any money due to the fact that her mesh is still implanted.